Event description:
It was reported that an alert triggered due to high impedance on the superior vena cava portion of the lead. It was noted that the impedance had been fluctuating since (B)(6). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.